Event description:
1/2 reference (B)(4) for all attachments and related complaints). It was reported that a cadd pump's tubing would not prime. No patient injury was reported. No patient information is requested/ entered as this is considered confidential in (B)(6).

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: no obstructions nor other workmanship defects were detected in none of the joins of the product, only a kink was detected on the pump tube in the sample caused by the ffp system since that it was returned without the blue clip. Functional test: the sample received was connected to IV bag to prime product by gravity method as IFU as10017694-002 rev. 100 indicate; the fluid could pass through the whole product without difficult in 3 of the samples, while in the other was required press 3 times the arm of the ffp system; after that this sample could fully primmed. After that, the sample was connected to cadd pump solis [cal. ID: 1.0273; due date: august, 2022] and primming function was activated to verify for issues; fluid present difficult and flow slowly at beginning, however when the pump was set to run no problems were detected, the fluid could pass and flow without difficult. Functional testing: the sample was set for accuracy testing according to the procedure pm-322 rev. 106. No discrepancies were detected on the samples the test successfully passed (see attachments for all disposable accuracy test report); thus, the failure mode reported is not confirmed. Based on the analysis conducted in the samples provided, the failure mode could be reproduced and it is concluded that the kink on pump tube do not allow the product priming properly; however, functional test was performed and successfully passed, thus the potential root cause is not related to manufacturing process due to the fact that the sample was not received with the blue clip on ffp system. The cause of the reported problem could not be determined. Summary of DHR review: there were no relevant findings detected in the DHR.

Manufacturer narrative:
Additional information was received confirming issue was found during priming.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06516. The report was submitted in error.